Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.